Manufacturer narrative:
D4, h4: additional information. A direct correlation between (B)(4) and the reported ischemic stroke and elevated ldh could not be conclusively determined. An elevation in pump power/estimated flow was confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6) 2019 at 08:23:08 to (B)(6) 2019 at 14:40:48, per the timestamp. No notable alarms were captured. A single transient elevation in pump power/estimated flow associated with a pi event was captured on (B)(6) at 04:50:57. A specific cause for the change in pump parameters cannot be conclusively determined. It was reported that the patient was hospitalized on (B)(6) 2019 for symptoms of dysphagia, left arm weakness, slight facial drooping, and elevated ldh. A transient ischemic attack was suspected by the center, but a head CT scan and transesophageal echocardiogram did not confirm the center¿s suspicion. No treatment was provided to the patient and their inr goal was increased to 2.0-2.5. The patient¿s reported deficits have since resolved and is stable in an outpatient setting. No elevations in pump power/estimated flow have been reported since (B)(6) 2019 and no treatment was provided to the patient for them. The patient remains ongoing on (B)(4) and no further events have been reported at this time. The heartmate ii lvas IFU lists stroke and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 11apr2019. It stated that the date of admission for the stroke was (B)(6) 2019. The stroke was a suspected tia, no confirmed on imaging. No changes to the patients anti-coagulation. A head CT and tee were conducted. The patient presented with dysphagia, left arm weakness, slight facial drooped. No treatment administered. The patient was reported to be stable, deficits resolved, increased inr goal to 2-2.5.

Manufacturer narrative:
Approximate age of device - 2 years and 7 months the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient came in with stroke like symptoms which had resolved, and elevated ldh. Analysis of the submitted log file captured elevated power and flow associated with a pi event. The power and flow were trending upward with the average pi trending slightly downward as well.